Event description:
It was reported that the physician experienced difficulty extending this right ventricular (rv) lead helix mechanism. Once the helix was deployed the rv lead exhibited noise, and high out of range pacing impedances, measuring greater than 2000 ohms. A conductor fracture was suspected. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis noted that the noise and high impedances were confirmed by the observation of the conductor break.

Event description:
This supplemental report is being filed as the device evaluation was completed.